Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The procedure was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft, tight spindle housing, and worn bearings. The spindle housing, driveshaft, and nose cone were each replaced along with other components. Service completed preventive maintenance, and the device was repaired and returned to the customer.